Event description:
It was reported that one day post implant, the patient experienced pain upon respiration. Due to the patient¿s symptom, the physician felt that there had been a micro perforation of the right ventricular (rv) lead. It was noted that the patient¿s apex/free wall, where the was positioned, was very thin. The lead was repositioned to a more septal position and remains in use. No further patient complications have been reported as a result of this event.